Manufacturer narrative:
This report originally filed as 2523835-2024-00950. Product had updated from phaco tip to procedure pak. So, site has changed from apd to htx. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported phacoemulsification tip broken during the cataract surgery phacoemulsification process. The surgery was completed by replacing the phacoemulsification tip. There was no patient harm. Product had updated from phaco tip to procedure pak. So, site has changed from apd to htx.